Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, during a replacement procedure, the internal bolster of the placed device detached inside the patient. The detached bolster passed through defecation. The procedure was completed with the new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that heavy residue was present on the returned device, indicating use/handling. The ports and c-clamp were found to be closed. Most of the ink markings were worn off the feeding tube, likely caused by rigorous cleaning during use. The external bolster was located at the 2cm mark and was without issue. The distal end of the feeding tube was cut/torn and the internal bolster had been detached and was not returned. The distal end of the feeding tube was examined under magnification and small cuts were found in the tubing. It was noted that the condition of the returned unit was consistent with the complaint incident that the internal bolster was detached/ separated. Based on all gathered information, the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, during a replacement procedure, the internal bolster of the placed device detached inside the patient. The detached bolster passed through defecation. The procedure was completed with the new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.